Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated, and the reported tissue damage appears to be due to procedural circumstances and a consequence of leaflet grasping. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip is filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure performed to treat grade 4 mixed mitral regurgitation (mr). The first clip was implanted central-medial of the valve, reducing mr to 2. To further reduce mr, a second clip was placed lateral of a2/p2 scallop, but needed to be repositioned and during repositioning, became caught in the chordae. Once removed from the chordae, leaflet injury was observed. The clip was repositioned and implanted and after deployment, mr increased to 4+. A third clip was placed lateral to the second clip to try to reduce mr. However, after one grasping attempt another small flail and small tear was detected on p1 scallop of the valve. An attempt was made to catch the flail but after two attempts a laceration of the a1 scallop was detected. The third clip was not implanted and was removed, since there was no mr reduction. The final mr was 4+. The patient remained stable. No additional information was provided.